Manufacturer narrative:
The involved device has not been returned to the manufacturing facility for evaluation. The production lot number was not provided by the user facility, device history record for this lot was reviewed, retaining samples from same lot were tested, however, no failure was detected. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
A vasc band was used in a clinical procedure where a pci was performed. Upon placement of the vasc band, the physician reported the developement of a hematoma. Vasc band was removed and manual pressure was applied to obtain hemostasis. Ultrasound was performed and patient was admitted to critical care to be monitored overnight.